Event description:
The (B)(6) female patient was part of the (B)(4) study. The patient received a precise stent in the ostium of the left internal carotid artery. Shortly after the procedure, the patient had a non q-wave mi. The event was graded as probably related to the index procedure.

Manufacturer narrative:
The patient received a precise stent in the ostium of the left internal carotid artery. Shortly after the procedure, the patient had a non q-wave mi. The event was graded as probably related to the index procedure. The patient's medical history includes hyperlipidemia, diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15227543 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid artery stent implantation and the reported mi. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, the patients relevant medical history may have had an impact on this event.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.